Event description:
Customer reported that the unit has an error code messages of post timer/24v failure and various combinations of 24v, +12v, -12v, and power fail failures. The customer reported there was no patient involvement.